Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to degradation problems. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The tracheal intubation fiberscope was returned to the service center with a report of poor image quality. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, it was found the connecting tube had coating peeling. (1mm2 or more) and the adhesive part of the lighting lens was peeling off. There was no patient involvement.